Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer phone number: (B)(6) e3: customer occupation = o.r. Purchasing. G4 ¿ PMA/510(k) #: exempt this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the ntse-022115-udh circle tipless stone extractor's wire broke during a ureteroscopy when the user was trying to extract the stone. The pieces were removed from the patient, and it took additional 45 minutes approximately. The device was tested prior to use and a laser was used. The procedure was completed by using another same-like device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Additional information has been requested but is unavailable at this time.

Manufacturer narrative:
Event description: it was reported the ntse-022115-udh ncircle tipless stone extractor's wire broke during a ureteroscopy when the user was trying to extract the stone. The pieces were removed from the patient, and it took additional 45 minutes approximately. The device was tested prior to use and a laser was used. The procedure was completed by using another same-like device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use (IFU), manufacturing instructions, and quality control procedures. One ncircle tipless stone extractor was returned in a labeled package. The basket was separated from the device. What was returned was sealed in tape and could not be unsealed. There is charring on the basket wires at all points of separation. The basket sheath was broken. The basket wire could be moved manually after disassembling the handle. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there was objective evidence that the DHR was fully executed, and no other related complaints from the lot has been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. The instructions for use (IFU) provides the following information to the user: precautions · the device is conductive. Avoid contact with any electrified instrument. · do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have had all 4 basket wires separated near the proximal end of the basket. The broken ends of the basket wires had a charred and melted appearance, indicating exposure to a laser. It was also found that the basket sheath was separated near the handle. This damage was not reported by the user and may have occurred after the broken basket wires. Unintended use error caused or contributed to event per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.